Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device passed the leak test. The glue on the forceps cover was peeling and the glue on the bending section cover was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ultrasound gastrovideoscope failed the leak test during reprocessing. During inspection of the returned device, the glue on the forceps cover was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no definitive root cause could be established. However, during the inspection of the device, scratches were discovered around the area indicated - therefore, the possibility exists that some kind of external force was applied to the relevant part. According to the instructions for use under "inspection of the endoscope", the user is to "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.